Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were charging their implanted neurostimulator on tuesday and the controller fell onto the floor. Patient stated they can't get the controller to function anymore. Patient clarified the controller screen is blank/unresponsive unless they plug the controller into the ac power supply. Patient mentioned when the controller is plugged into the power supply it will say all data has been lost and set up instructions to set it up again but as soon as they unplug it the screen goes back to being blank. Patient confirmed there is no visible damage to the controller. Agent had patient remove the battery pack from the controller and plug controller in to ac power; patient confirmed the controller did not power on. The issue was not resolved. A replacement controller was sent out. Patient reported after receipt of their controller, they could only connect to the ins to adjust stim on/off when the recharger was plugged in. Agent reviewed this was likely a controller that lost pairing with implantable neurostimulator (ins) and could be unpaired and re-paired with a man ufacturers representative. A replacement controller was sent out. Information was received from a patient regarding an external device. The caller reported a damaged recharging belt since a couple of years ago. A replacement belt was sent out. No symptoms were reported.